Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon receipt, the monitor response buttons were non-functional. Upon investigation, the j4 connector pins were corroded on the auxilliary pca and there was damaged to the pads. The corrosion and the damaged pads caused the response button failure. The root cause for the corrosion was liquid ingress on an unknown substance. The root cause of the damaged pads was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.